Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was driving on sunday and she felt "like a charge" in her stomach through her right leg. It was noted that the "pacemaker" was on her left and "electrode" on the right. The patient was at a stop sign. It bolted her leg forward. The patient had been through there before and it had never happened. The patient had a strange feeling the whole morning and it felt like it was popping out, like it was out of place. It had stopped now. The patient was getting device checked tomorrow. It was only the second time going through this road. If additional information is received, a follow up report will be sent.